Event description:
It was reported that during a da vinci-assisted surgical procedure a large needle driver instrument was not closing tightly enough causing the needle to keep coming loose. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the large needle driver instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.